Event description:
It was reported that the leads were explanted and replaced to address the issue.

Manufacturer narrative:
A case of high impedances was reported to abbott. Dx was ran and all 16 contacts have high impedances. Patient had existing 3186×2 explanted. Doctor placed 3186×2. New leads attached to existing ipg. No impedance issues in or. No complications during the surgery. Therapy restored in recovery. Explanted product will not be returned in that it is retained by the facility. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight). Further information was requested but not received.

Event description:
It was reported that the patient¿s therapy strength was decreasing on its own resulting in ineffective therapy. Impedance check revealed high impedances on all contacts of the leads. As such, surgical intervention may take place at a later date to address the issue.